Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Device trace download analysis confirmed the device alarmed power error 25 and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25 and power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer reported that the firstly they received low battery alert prior to replace battery alert however, at second occurrence their were no any low battery alert received before replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.